Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. The customer reported experiencing feeling bad and was unable to self-treat. The customer presented to healthcare professional (hcp) where a blood glucose of over 600 was obtained on the hcp meter and the customer was being treated with (unspecified) serum and insulin injection. There was no report of death or permanent injury associated with this event. A healthcare meter result of 419mg/dl was obtained, compared to a sensor reading of (lo) 39mg/dl. The results when plotted on a parkes error grid fall into the "e" zone showing the difference in values to be clinically significant. However it is unknown if these values were taken at the time of the medical event.